Event description:
It was reported that during a nephrectomy procedure, the first device and reload ( were fired and the stapler would not cut. Also, not all staples deployed from reload and not all staples were formed. A second device and reload of same code were fired and same issues occurred with this second stapler and reload. The case was completed with a third device and reload of different product code reload. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples or incomplete staple line were noted during functional testing. No short cut or absent cut were noted. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.